Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to shadowing from the sgc and calcification. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3 mixed mitral regurgitation (mr), an enlarged atrium, and calcification of the valve for a mitraclip procedure. The first clip was implanted without issues. The second clip was placed medial to the first clip. It was noted that imaging was challenging due to shadowing from the steerable guide catheter (sgc) and calcification. After deployment, the second clip detached from the posterior leaflet. A third clip was not possible to implant. The procedure ended with an mr reduction to grade 1. There were no adverse patient effects.